Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify low battery alert less than 1 week anomaly due to blank display.

Event description:
It was reported that insulin pump had low battery. Customer's blood glucose level was 340 mg/dl at the time of incident. The insulin pump will be returned for analysis.